Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported "door latch issue" as a door not fully latched alarm caused by loose mechanism mount screws. Eval found force required to secure door is above expected levels, which is likely what the reported symptom refers to. The screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a door latch issue. It was also reported that there was no pt involvement.